Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) iuniht, (certain® titanium hexed screw) for evaluation. Visual evaluation of the as returned device identified the screw with signs of use. The screw was identified fractured at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review was completed for the subject lot number 1249890. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1249890 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture screw. The customer did submit one (1) image for the reported event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are external factors (patient¿s condition ¿ bruxism, clenching or overloading) or incorrect techniques used during placement of screw. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reports that the screw located in position number #16 fractured by the screw part. The entire screw was removed from the patient's mouth. Type of bone: unknown. Procedure concluded with the placement of another screw.